Event description:
Caller reported a malfunction on pump with code malf 1, and the malfunction code was not resettable. Impact on customer's blood glucose level was unknown as the caller declined to provide information. Customer was advised to revert to multiple daily injections as a backup insulin therapy. Technical support arranged to send a replacement pump with updated software and provided instructions for returning the faulty pump. Customer acknowledged understanding of the instructions and was informed about necessary steps upon receiving the new pump.